Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise, oversensing and a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) shock channel. It was indicated that this was the result of electromagnetic interference (emi) from a transcutaneous electrical nerve stimulation (tens) unit that was used on the patients back during physical therapy. Separately, this crt-d device also provided multiple rounds of anti-tachycardia pacing (atp) therapy and shock therapy across two (2) episodes on the same day. Therapy was exhausted in both episodes. Evidence is suggestive that this device therapy was inappropriate as it was provided due to atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services provided device programming recommendations to the boston scientific representative (rep). The device remains in-service. No patient symptoms or additional adverse patient effects were reported.